Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the reported malfunction was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, white residue was observed in both the air/water channel and the auxiliary channel of the gastrointestinal videoscope. There was no patient involvement.